Event description:
It was reported that the pacemaker was unable to interrogate and there was no magnet response. The device was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. A malfunction based on analysis was found. As received, the device was returned with no telemetry and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly and reported event of failure to interrogate. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.